Event description:
It was reported that, "pt fell and possibly fractured medical tibial plateau. Primary tibial baseplate was removed and replaced with a stemmed and augmented universal baseplate."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.